Event description:
A customer reported to (B)(4) baxter of an eva bag in which it was observed a hole on the package of the product. There was no patient involvement or medical intervention necessary since this was discovered before-use. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one actual sample was returned to the plant for evaluation. Visual inspection showed that the pouch has a small hole in it; therefore the reported problem was confirmed. However, no assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found. Additional information - the sample was received for evaluation, however, it was unknown when it was received. (B)(4).

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.